Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cmos/led signal wire fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cmos/led signal wire. In addition, our technician confirmed that the bending rubber cut; however, this defect is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.